Manufacturer narrative:
(B)(4). Incomplete cycle, spring lockout tab. Batch # l5249m. Additional information was requested and the following was obtained: just for clarification, did the device lock-out and not fire? Yes, the surgeon reported the device locked out and didn¿t fire. Was the device locked on tissue with the jaws closed? The surgeon closed the device on tissue, but couldn¿t fire it. Has was able to open the device to release the jaws. The device wasn¿t ever stuck on the tissue. If yes, how was the device removed? If yes, did the jaws eventually open? Please provide any additional information after following up with the surgeon. The surgeon believes that he may have inadvertently activated the firing trigger whilst positioning the stapler and thus caused the stapler to lock when he tried to fire it, due to being in a really awkward position for this transection. The analysis showed that the atw45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a nephrectomy procedure, it is reported that the surgeon tried to fire the gun and it locked. A competitor&#38112;device was used to complete the procedure. There was a delay of twenty minutes. There were no adverse consequences for the patient reported.